Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Upon receipt, the device would not communicate. Normal communication was restored when adequate power was supplied to the device. Premature battery depletion was confirmed. Bench testing was performed, and no sources of high current were noted. Further analysis identified lithium clusters; however, the cause of the premature battery depletion could not be conclusively determined. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016. No internal cardioverter defibrillator devices included in the premature battery depletion fsca concerning st. Jude medical on 11 october 2016 have been distributed after this corrective action.

Manufacturer narrative:
(B)(4)

Event description:
During follow-up, the device could not be interrogated. At the last follow-up, the device had several episodes of automatic mode switching due to atrial fibrillation and a programmed cardioversion was performed in (B)(6) 2016. The device was explanted and replaced and the patient condition is good.